Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited premature battery depletion. The device was explanted and replaced. It was determined that the programmer had given an overestimation of the midlife plateau phase during the previous device check. The patient was stable prior, during and post procedure.